Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead was in car accident. The patient reported feeling dizzy in the morning and then went into the ditch with his car. Upon interrogating the device, it was noted that the shock lead impedance range is <20 >125 ohms. The electrogram showed a slow ventricular tachycardia, rate 120 bpm. All other lead measurements are normal and stable. It is also noted that the ICD is displaying an elective replacement indicator (eri). There is frustration voiced that the device is already at eri.